Event description:
On (B)(6) 2007, a system and generator diagnostic test was performed at the end of the clinic visit and a final interrogation was not performed. Upon initial interrogation on (B)(6) 2007, the settings were at unintended parameters with the output currents at 0 ma. The device was re-programmed on (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.